Event description:
It was reported that the patient experienced incontinence symptoms and atrophy of the cuff. The original artificial urinary sphincter (aus) balloon was explanted and a new balloon was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.